Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2017, a trifecta valve, 1st generation size 23 mm (model# tf-23a, unknown serial#/ lot#) was implanted in the patient. During follow-up in clinic in 2018, an echocardiogram was performed and aortic stenosis was identified. Mean pressure gradient was 45 mmhg with a nyha class iii. The physician decided to operate heart surgery for aortic valve re-implantation. The faulty aortic valve was explanted from patient and identified as structural valve deterioration (svd) as attached photo. A non-abbott device (magna ease aortic valve size 23 mm) was used to replace and no issue was identified. Patient hemodynamic condition was stable before and throughout procedure. Procedure was completed with no clinically significant delay. Patient condition was stable and being monitored in clinic.

Manufacturer narrative:
Additional information: g3, g6, h2, h3,h6, h10. An event of stenosis and structural valve deterioration was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, all three leaflets appeared to be torn and one stent post was bent. Hard granular nodules, consistent with calcification were also present. Based on the information received, the cause of the reported incident could not be conclusively determined.